Event description:
Upon admission pt ceiling lift not working. Engineering called and troubleshooting attempted however ceiling lift still not operational. Engineering to send someone as soon as someone is available.